Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's drg l1 leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient was experiencing high impedances on two of their drg l1 leads. The patient's leads were revised. Therapy restored in post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated. The allegation is against two of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8892607.

Event description:
Related manufacturer report number: 1627487-2024-00251. It was reported that the patient was experiencing high impedances on 2 of their drg l1 leads. It was noted that the patient's therapy was ineffective. Surgical intervention may take place at a later date to address the issue.